Event description:
Healthcare professional reported a left side device rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion, opening and underweight. A microscopic analysis was performed which a crease sharp in the radius side and have non-penetrating nicks around the opening. Based on the device analysis the final assessment is: a crease sharp in the radius side due to a fold flaw opening.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side device rupture. Device has been explanted.